Event description:
It was reported that the patient was experiencing difficulty communicating with the implantable pulse generator (ipg) since a non-device related decompressive laminectomy. Electrocautery was used during the laminectomy. The patient was re-educated on charging however the issue remained. The patient underwent an explant procedure so that magnetic resonance imaging (MRI) could be performed. The explanted ipg was not returned to bsn as it was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.